Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a lack of therapeutic effect. She felt stimulation in her legs but was unable to feel stimulation in her back. She met with a field representative. The patient was feeling no stimulation at all. There were not issues with her leads or implantable neurostimulator. She was not using the patient programmer properly. Proper operation was reviewed. The neurostimulator was reprogrammed to provide better coverage of painful areas in her back. It was later reported that the patient was in the hospital. The device would not charge. It was not working. The patient desired explant. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.